Event description:
Hamilton t1 went into safety ventilation while on the patient resulting in the ventilator stopping ventilation to the patient. It audibly/visually alarmed. The respiratory therapist immediately removed the patient from the vent and started bagging.